Event description:
It was reported that a patient had a loss of therapeutic effect and starting the previous sunday she noticed she was both urinating and defecating a lot. The patient had no stimulation sensation. Stimulation was unable to be adjusted and the device was powered off. The patient was able to turn stimulation on and could feel it as soon as that happened. It was later reported that the patient had no symptom relief. The device was on program 3 at 2.7 but the patient may increase to 2.9 until she hears from her nurse practitioner. The patient may change the program after getting some directive from her nurse practitioner. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hhgg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).